Event description:
The manufacturer received information alleging a qualcomm qcl 2net2 hub had burn marks by the plug portion of modem. It is stated that the modem would not light up and that is assumed to be dead. The customer states that there were no odor, smoke, flames, exposed wiring, or openings in the plastic enclosure of the power supply. The customer does not state if the device was using a battery or plugged into a receptable. It is not stated if anything else was plugged into the same receptable. The customer states that the patient discontinued use of the ventilation in november and is not a smoker. The hub device involved is not considered to be a life sustaining device and was picked up on january 2nd 2026. The hub part number is r1138609 and the serial number is qualc001t0003198. There was no reported issue with the associated trilogy evo ventilator device. There was no serious patient harm or injury that occurred or was reported. The complaint was reviewed by the clinical assessment team and states that based on the information currently provided and available, on (B)(6) 2026, the device retrieved and observed burn and scorch marks around the plug portion of modem. They stopped using equipment some months ago during lung transplant, which is past medical history. No harm or injury has been sustained and therefore, cause and/or contribution of the device to a serious injury or death is not applicable. The hub device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged thermal event. A supplemental report will be submitted when the manufacturer's investigation is complete.